Event description:
A distributor reported that a user encountered a cartridge alarm while using the pump. The issue occurred despite proper cartridge loading techniques. There was no reported impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.